Manufacturer narrative:
The technician found that a worn o-ring caused hydraulic fluid to leak behind the pilot on the solenoid valve causing it to jam. The technician cleaned the solenoid valve and replaced the o-ring to repair the bed.

Event description:
Information received indicates the beds head up function is not working.